Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the reported communication problem or to determine whether it, or some other product condition, could have contributed to the reported diabetic ketoacidosis and hospitalization. The pt's mother did report that her daughter is not compliant with blood glucose monitoring procedures. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns "please read all the instructions provided in this user guide and practice the blood glucose testing procedures before using the system. Monitor your blood glucose with the guidance of your healthcare provider. Undetected hyperglycemia or hypoglycemia can result without proper monitoring," and "if you are unable to use the system according to instructions, you may be putting your health and safety at risk. Talk to your healthcare provider if you have questions or concerns about using the system properly." It advises "the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4-6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops."

Event description:
Pt's mother stated that for the last 2 weeks, the pdm is not communicating with the pods, but her daughter has not been reporting the issue to insulet. Now her daughter is in the hosp with diabetic ketoacidosis. No blood glucose/treatment history was reported. In a f/u call on (B)(6) 2012, the mother reported that her daughter often administers insulin boluses without testing blood glucose and also goes days without checking her bg. The night of admittance, the pt was at a party and ate without checking her bg.